Event description:
The account alleged the nurse call is not functioning. No pt impact.

Manufacturer narrative:
The tech tested the nurse call system with the hill-rom tester and could not duplicate the issue. The nurse call functioned as designed.